Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number: k072642. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented with a loose bridge and the doctor reported a broken screw. The screw was removed from the implant.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information.

Event description:
It was confirmed that the screw involved in this case is a titanium fractured screw that was returned to us (along with the 2nd screw that had no issues).

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One certain® titanium large hexed screw, ilrght was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads and the threaded portion was not returned. Based on the evaluation, device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review was not conducted since the subject lot number was unknown. A complaint history review by item number was conducted for the (ilrght) dating back 12 months from notification date. The review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw) and no other complaint was identified. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. However, based on the investigation, risk file review and IFU, the probable cause is due to clinician error in placement of devices in a patient with patient factors incompatible with long-term osseointegration of implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.